Event description:
It was reported that a xia 3 rod fractured post-operatively following nonunion. It is unknown if revision surgery is scheduled or has been performed. No additional information is available at this time.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed because a valid lot number was not provided and could not be obtained. The surgeon stated that the rod fracture was due to non-union. Device IFU's state: - delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. The most likely cause of rod fracture was from non-union. However, due to the product not being returned, no cat# or lot # provided, and specific failure mode not being identified, the root cause could not be determined conclusively.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a xia 3 rod fractured post-operatively following nonunion. It is unknown if revision surgery is scheduled or has been performed. No additional information is available at this time.